Event description:
The customer contacted physio-control to report that while monitoring a patient their device would not complete the boot-up cycle. A backup device was brought in to continue patient care. No further details about the patient, or the event, were provided. There were no adverse affects to the patient due to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.